Event description:
It was reported that an alaris large volume pump module was used to administer azithromycin 500mg/250ml over two hours. The nurse set the drug as a secondary with a flow rate of 125ml/hr. After 18 minutes, the nurse was called back to the room as the patient and patient's mother were reporting that the drug had infused already, and the IV line had blood backed up into it. Per report, the patient experienced immediate "gastrointestinal discomfort from the rapid administration of azithromycin and needed an x1 ondansetron administered."

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an alaris large volume pump module was used to administer azithromycin 500mg/250ml over two hours. The nurse set the drug as a secondary with a flow rate of 125ml/hr. After 18 minutes, the nurse was called back to the room as the patient and patient's mother were reporting that the drug had infused already, and the IV line had blood backed up into it. Per report, the patient experienced immediate "gastrointestinal discomfort from the rapid administration of azithromycin and needed an x1 ondansetron administered."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.